Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Patient reported the phone and transmitter were not talking, so dexcom representative advised patient to restart the phone and close background apps. Patient had multiple apps running but was unable to use the phone at the time since he was calling from the same phone. No additional event or patient information is available.